Manufacturer narrative:
Corrected data: b5-the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -12.00/2.0/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting and significant reduction of iridocorneal angles. On (B)(6) 2023 the lens was explanted. On the same day separate surgery a shorter length lens was implanted and the problem was resolved. Status of eye: "ac much more stable depth after exchange, normal iop, vault and ac depth much improved". The reporter indicated the cause of the event was a patient related factor and the device did not fail to perform as intended. H6-health effect - impact code: "4629" should be removed and "4627" should be added. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.00/+1.5/089 (sphere/cylinder/axis), into the patients right eye (od). The lens had excessive vaulting and shallow ac. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk a3: unk a4: unk a5: unk a6: unk b3: unk d6a: unk d6b: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4)

Manufacturer narrative:
Corrected data: h6- medical device problem code: "1494- off label use (pre exisiting: progressive myopia)" should be added. Claim# (B)(4).

Manufacturer narrative:
Additional data: h6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.00/+1.5/089 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6)2 023 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The ac had more stable depth after exchange, normal iop, vault and ac depth much improved. The cause of the event was due to patient-related factor. The device did not fail to perform as intended. Claim # (B)(4).